Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they had been falling for a while and they have trouble with their balance. They said they would fall every time they leaned on their butt and said they had fallen 40 times in 1 year. The patient said that when they fell this time they broke their back. The patient said they had real bad pain coming out from under where their implant scar was and said they were worried that the fall could have something to do with it. The patient mentioned that they were falsely arrested and was placed in jail with a woman that tased the patient right up next to the crevice where their panties were. The patient said they've had pain there ever since and said it wasn't as painful as it used to be but it was still painful and patient wondered if them falling or being tased would have anything to do with the pain they were experiencing. The patient said that they had to get their head together because they go all crazy when they talk about the tasing incident but the patient said they have a pain that goes down their front [of their leg], not the side of their leg where the sciatic is. The patient said it was numb and itches but didn't feel like it was bei ng itched even when they scratched it. Patient said they've never had the implant on and that implant was currently off. The patient was redirected to their healthcare provider (hcp) to further address the issue. The agent reviewed hcp listings for patient's area. The patient said all of those hcps were too far away and that they knew of an hcp office they could walk to that they would try. Additional information was received from the patient. They reported that the patient called in stating they have fallen on the device so many times and "had it tazed". Patient said they want the device removed. Reopened and reassigned case to email hcp listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.